Manufacturer narrative:
It was clarified that the data point of an igm result of 56 was provided in error.

Manufacturer narrative:
An additional data point of an igm result of 56 was provided. It is unclear what this result is, additional clarification was requested, but was not received. The calibration data and qc data do not show any sign of the issue. The alarm trace shows several abnormal sample aspiration alarms, which is consistent with a sample quality issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with igm-2 tina-quant igm gen.2 on two cobas 8000 c (701) module analyzers. No erroneous results were reported outside of the laboratory. This medwatch will apply to c 701 module serial number (B)(4). Please refer to the medwatch - patient identifier (B)(6) for information related to c 701 module serial number (B)(4). The sample was initially tested on c 701 module serial number (B)(4), resulting with an igm value of 20 g/l. The sample was repeated on the same analyzer, resulting with the same value. The sample was tested with immunofixation and agarose electrophoresis on (B)(6) 2018 and only a weak igm band was seen (0.5 - 1 g/l). The sample was repeated on c 701 module serial number (B)(4) on (B)(6) 2018, resulting with an igm value of 0.73 g/l. The sample was sent to a sister laboratory where it was tested on c 701 module serial number (B)(4) on (B)(6) 2018, resulting with an igm value of 0.34 g/l. At this site, the sample was also tested with the bn prospec method, resulting with an igm value of 0.5 - 1.0 g/l. On (B)(6) 2018, the sample was repeated twice on c 701 module serial number (B)(4), resulting with igm values of 36.60 g/l accompanied by a data flag and 25.21 g/l. On (B)(6) 2018, the sample was repeated twice on c 701 module serial number (B)(4), resulting with igm values of 34.686 g/l accompanied by a data flag and 29.930 g/l. No adverse events were alleged to have occurred with the patient. The customer observed a film on the sample, potentially from the gel of the tube. Igm reagent lot number 330810 was used on both analyzers. The reagent expiration date was asked for, but not provided.